Event description:
It was reported by the customer that the pyxis medstation es system drawer was unable to remain closed. The customer stated that they were unable to get the medications to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device indicates read, write, or invalid cubie memory. A field service engineer, connections in the storage area were reseated and subsequently tested for functionality during diagnostics. The system functioned after the field service engineer troubleshooted the device.